Event description:
A healthcare professional reported a case of torn posterior capsular bag during cataract surgery with intraocular lens (iol) implantation. It was the second time, the surgeon used that tip because he had previously used a straight tip for all phaco procedure. Patient was hospitalized as a result of the event but he was recovering in the early postoperative period. The surgeon confirmed it was not an instrument failure. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The customer reported the patient experienced a torn posterior capsule. The surgeon acknowledged the event was his fault as it was the second time using the tip. A company sales representative then collaborated with the surgeon to adjust the phacoemulsification settings to suit the surgeon¿s needs. With no additional, related information provided, the customers reported event was not able to be confirmed. The tip has not been received at this time for evaluation. A review of the related device history records (DHR) for the reported lot number has been performed. No anomalies were found. The product was released based on company acceptance criteria. The lot complaint history was reviewed. The root cause of the reported event can be attributed to the surgeon. (B)(4).

Manufacturer narrative:
.